Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Further information indicates the ipg was explanted and replaced. Issue is reportedly resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated

Event description:
It was reported the ipg has been inoperable for over a year. Surgical intervention may be pending.